Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient swapped the supply and heater bags during therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient committed a use error during last fill of peritoneal dialysis therapy. The use error was further described as the patient swapping the supply and heater bag during therapy. It was not reported if proper procedures were reviewed with the customer. The technical service representative assisted with ending therapy and the patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.